Manufacturer narrative:
Investigation findings: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a clipping procedure, the physician used four (4) cook instinct endoscopic hemoclips. Each of the four (4) clips fell off as [they were] being put (advanced) down the endoscope (clips prematurely deployed in endoscope channel). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation of the four (4) used devices was not performed in response to this report, because the used products said to be involved were not provided to cook for evaluation. The report could not be confirmed. Five (5) sealed devices from the lot number in the report were returned for evaluation. The label matches the product returned. Each device was opened and tested outside of the endoscope per the system preparation section of the instructions for use. Each clip was observed to open and close as expected. With each clip closed and without holding handle spool, each clip was advanced down an olympus gif q20 2.8 endoscope in a simulated upper gastrointestinal position. Once each clip exited the endoscope, the clips were observed to open and close as expected and were not deployed. A visual examination of the distal end components was conducted and no anomalies were observed that could have contributed to premature deployment. The device history record for the lot number involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the used products said to be involved were not returned for evaluation. Evaluation of the sealed devices returned found these devices to function as intended. Therefore, a definitive cause for the reported observation could not be determined. The instructions for use state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a clipping procedure, the physician used four (4) cook instinct endoscopic hemoclips. Each of the four (4) clips fell off as [they were] being put [advanced] down the endoscope [clips prematurely deployed in endoscope channel]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.